Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure the hypotube broke. The physician was placing a taxus express2 2.50x16mm drug eluting stent into an unknown coronary artery. After the physician loaded the stent onto the wire and advanced toward the lesion resistance was felt. The hypotube broke. The physician was able to remove the stent delivery system and completed the case with placement of another stent. Patient condition is reported as ok.